Event description:
Add'l info rec'd from MFR 10/18/04: MFR noted that the device was examined under magnification. The fracture surface revealed evidence of stress corrosion cracking of the material, which MFR believes led to the failure of this delicate device. The exact source of the initiating crack could not be determined, although the unit was approx. 3 1/2 years old when it broke.

Event description:
The tip of the upper jaw of a pair of micro pituitary forceps broke off during procedure. The broken piece was recovered and removed from the incision with the use of fluoroscopy.